Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that the bur broke during a procedure. The procedure was completed successfully with no delay, adverse consequences or medical intervention reported.